Event description:
On 15-sep-2025 the user's caregiver reported that the ilet device was stuck on the unlock screen and unresponsive to touch. The user had initially contacted beta bionics earlier the same day for restart guidance through the mobile app. Upon follow-up, the caregiver confirmed that the issue persisted and a hairline crack was visible on the device screen. The screen remained illuminated but the lower half was nonresponsive, preventing use. The user experienced elevated blood glucose (bg 401 mg/dl) during this time. A replacement ilet was arranged for overnight shipment, and the user transitioned off the ilet temporarily. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.